Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 400 mg/dl. Customer stated that pump is not working correctly and needing 200 units of insulin per day. Customer stated that they had been making adjusts to her basal rates per her doctors request and still having the same issue. It was unknown that auto mode feature was active at the time of high blood glucose event. The device will not be returned for analysis.